Event description:
On (B)(6) 2010, the pt was implanted with a conformable gore tag thoracic endoprosthesis (ctag) and a gore tag thoracic endoprosthesis (tag) to treat a dissection and an imh in the transverse arch. It was reported that one day post implant, the pt experienced paraplegia. On (B)(6) 2010, a reintervention took place to extend the graft distally due to the true lumen of the aorta expanding distal to the tag device. The pt is reported to be doing fine.

Manufacturer narrative:
(B)(4).